Manufacturer narrative:
H6: previously submitted fdc code d16 is no longer applicable . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the m5 started running at a low rpm for a second or two without activation of the foot pedal.

Event description:
It was reported that during end of case the m5 handpiece was running without the foot pedal being activated. It was at the end of the case so didn¿t have much of an impact on the completion of the case. Another footswitch was tried with the reported m5 handpiece and the issue persisted. Also, another m5 handpiece was tried with the footswitch which was used for the same case and issue resolved. User switched the m5 handpiece which fixed the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.